Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer cartridge loaded the same cartridge to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Caller has not administered any corrective measures at time of call to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.